Event description:
Revision surgery - the pt suffered from tightness in the knee. The surgeon believed this to be caused by an infection. However, after wash out was performed and new tibial insert was placed, the surgeon did not find infection.

Manufacturer narrative:
The reason for this revision surgery was to remedy tightness in the knee after 1.3 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed there was no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the tightness was not determined with confidence. There was no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.